Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient and spouse could feel the leads on the patient's chest/skin. Follow-up was attempted with the physician's office but did not yield any additional information. The leads remain in use. No further patient complications have been reported as a result of this event.